Event description:
On (B)(6) 2011, patient reported the infusion tubing broke from the luer lock while he was sleeping. Blood glucose elevated to 401 mg/dl as a result, and he experienced flu like symptoms including groaning, pain, and numb hands. Normal blood glucose is 110-120 mg/dl. He changed the infusion tubing and bolused to reduce his blood glucose. The infusion set was in use for one day during the event. The infusion tubing did not appear bent or kinked, and the luer lock remained in place between the cartridge and adapter. The infusion set was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue.